Event description:
At 1600 the pca pump bolus data was cleared. At 1645 the pt reported to facility staff that the pump was "beeping" at intervals. The facility staff witnessed same and checked the bolus data. There were 3 bolus doses of mso4 given and 8 requested. The pt had not requested any of the bolus changed. The pt was alert however slightly lethargic.